Event description:
It was reported by the patient that she underwent a pelvic floor repair procedure. Since the procedure, the patient has experienced a continuous infection for four years. The patient underwent partial removal of the mesh. No further information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted concurrently with an anterior avaulta mesh, due to prolapse, cystocele and rectocele. It was reported following the procedure the patient experienced bleeding heavily, hematoma, infection, discomfort, difficulty with intercourse, uti, adhesions. The patient underwent a removal of both meshes entirely due to mesh exposure with obvious infection. The patient underwent cystoscopy and laparoscopic division of adhesions in (B)(6) 2009 due to adhesions. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion.: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.